Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: test strip issue

Event description:
Consumer reported complaint for "hi" blood glucose test results. The expected fasting blood glucose test result range is 400 to 600 mg/dl. The customer feels well and did not report any symptoms at the time of the call. Medical attention is reported prior to the call on (B)(6) 2015 as a result of the meter's readings, customer visited an urgent care. Comparison of blood glucose test results by customer from truetrack meter to urgent care meter. Blood test performed by customer on (B)(6) 2015 at 11:04am produced test results of hi using truetrack meter and on (B)(6) 2015 at 4:00pm produced test results of 498 mg/dl using the urgent care meter. The customer is currently not taking medication to manage diabetes. The product is stored by customer properly. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is 7 to 10 days. The meter memory recalled for test results performed: (B)(6). On 11/18/2015 a follow-up call was made in an effort to ensure the customers new replacement products are not hi as previously stated by the customer. Mr. Flory stated mrs. Flory was currently in the hospital due to an unrelated sickness to diabetes. She currently had neck surgery. Customer has received the new the product, also product sent resolved customers initial issue. Customer stated they are satisfied and comfortable with the glucose readings from the new product replacement. New meter was not available at the time of the call therefore, could not provide meter serial number or perform control test.